Manufacturer narrative:
(B)(4). Batch # p56k7n. Device evaluation: the analysis results found that the pph03 device arrived with no apparent damage. The breakaway washer was present, uncut and the device was fully loaded with staples. Further analysis of the device showed that the anvil was damaged. No functional test was performed due the condition of the device. The damaged on the anvil it is possible was due to an improper handling of the device. It should that as part of our quality process; each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, problem on a rivet at the anvil level with hanging when it was released. Use of another device. No patient consequences.